Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the zebra printer was not printing. The technical support specialist (tss) applied knowledge article zebra printer no longer printing - upgrade and reinstalled the drivers while reconfiguring the zebra printer settings. Windows updates were found to be running automatically. A field service engineer (fse) reset the printer and reseated the printer cable. A visual and functional inspection was performed by the fse and customer, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the rgen zebra printer did not print correctly, and no patient information appeared on the labels. The printer was unplugged and power cycled; however, it continued to fail to print patient information. However, there were no delays or adverse events or injuries reported based on this event.